Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 47.4cm was returned for analysis. External insulation abrasion was noted at 39.8-40.6cm, 40.3-40.6cm, and 41.1-42.2cm from the distal tip, consistent with lead friction to the ICD can. External insulation abrasion was noted at 12.2-13.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.5-8.5cm from the distal tip. The etfe coating was abraded at this location.

Event description:
It was reported the lead was explanted due to noise and externalized conductors distal to svc coil. Patient was well after event.